Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Phone: (B)(4). Device evaluation: material was not returned. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. The complaint cannot be confirmed and either a product deficiency can be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that there was a non conformance but this is not related to this complaint. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic leg was stuck in injector, detached from lens. Lens was implanted and after that removed and replaced from patient's eye. This happened twice to same patient with two different lenses during same procedure. No further information available. This report captures one of the two lenses a separate report is being submitted for the other lens.

Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 2, 2021 device evaluation: the pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample and the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge and stress marks on the tip. Only residues of lubricant was observed at the cartridge, no haptic. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the codes 2199 provided on the initial report needs to be corrected to 4625 (incision enlargement) and 4632 (delay in treatment). Also, code 4582 in initial report should be corrected to 4581. Moreover, code 2920 (difficult to advance) should not have been in section h6: medical device problem code in the initial report submitted. Fields below updated: section h6: health effect impact code: 4625 (incision enlargement).and 4632 (delay in treatment). Section h6: health impact clinical code: 4581 (incision enlargement). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.